Manufacturer narrative:
Medical devices continued: dtbb1d1 crt-d implanted (B)(6) 2014; 5071-53 lead implanted (B)(6) 2012; 5866-38m adaptor implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also reported that the two epicardial left ventricular (lv) leads were exhibiting high thresholds. The crt-d was explanted and replaced while the leads remain in use. No patient complications have been reported as a result of this event.